Manufacturer narrative:
One opened and three unopened samples were returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in this lot number.

Event description:
A surgeon reported product appeared like fish eggs in the patient's eye during surgery. The surgeon removed the product at that time, and there was no patient injury associated with this event.